Manufacturer narrative:
There was no reported medical intervention nor any injury sustained due to the excessive fluid gain. Facility's registered nurse (rn), clinical mgr reported that the pt had been discharged from the intensive care unit (ICU) and that she could provide no other pt info. On 11/29/06 gambro us technical services (gusts) field rep inspected the machine, checked the events history and found numerous effluent weight incorrect change alarms. The machine passed the fluid accuracy checkout procedure. The machine functioned within MFR's specifications. He could not duplicate the reported condition, finding no problems with the machine. The machine was placed back into service.